Event description:
(B)(6) - it was reported by the consumer that allegedly the m94 power wheelchair bar under the unit was hitting objects and causing it to lock. There was no patient injury reported.